Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with unexpected restart error alarm after battery change due to broken solder joint of on interface board. The insulin pump had cracked battery tube threads.

Event description:
The nurse reported via phone call that the customer experienced high blood glucose. The nurse reported that the insulin pump was not delivering. The customer's blood glucose was unknown at the time of incident. The customer's blood glucose was 95 mg/dl at the time of call. The nurse stated that the high blood glucose was treated with manual injection. The nurse stated that the drive support cap appeared normal. The nurse performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The insulin pump was returned for analysis.